Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, the delivery system nozzle tip and locker broken. Additional information was received as the injector tip has melted. The surgeon had to manually extract the implant and the injector using another sterile injector.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. The returned photo shows an unactuated device (nozzle part only). The nozzle tip appears to be damaged. The pin stop is broken and lodged in the lens bay door, within the designated pin stop area. Based on our observation of the attached photo, the product did not meet specifications. The lens pin stop was seen to be broken and stuck in the lens bay door in the pin stop designated area. A definitive determination of the reported complaint "nozzle tip damaged" cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. As part of this investigation, awareness was raised among the appropriate inspection personnel to highlight the reported complaint. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).